Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for a rhythm consistent with rapid ventricular response (rvr) due to atrial arrhythmia. The provided therapy did not convert the arrhythmia. Technical services (ts) was consulted a recommended to consult cardiology for arrhythmia assessment. No additional adverse patient effects were reported. This ICD remains in service